Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2018; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins). While on the call, patient mentioned they had their stimulator removed a long time ago because it kept 'losing its programming' and 'wasn't doing any good' but 'no one would go to to fix it, ' so they had to wait 2-3 weeks before they could drive to (B)(6) to get it ' reloaded' with the hcp's tablet. When agent attempted to transfer to scs cell, pt declined and stated it was explanted 'a long time ago'.  Patient stated all leads and ins was explanted. Patient stated they made the doctor's office give them the external equipment after explant.